Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The reported events of sensing and pacing issues were not confirmed.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was inappropriately sensing and had inadequate pacing output. A chest x-ray confirmed the ra lead was dislodged. Additionally, it was noted that the helix could not be screwed out while trying to replace the ra lead. The ra lead was explanted and replaced. The patient was stable throughout the procedure.